Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated. A visual inspection of the returned devices reveal multiple pieces are fractured into pieces. The visual reveal dried cement on the patella. The devices show signs of wear. A lab analysis was performed to examine the devices using visual and macroscopic/microscopic methods. Visual examination showed fracture, delamination, discoloration, and bone fixation of the patella component, fracture of the femoral link component and delamination of several components. No damage was observed on the post sleeve component. Macroscopic/microscopic examination showed burnishing wear, embedment, scratches, and damage. Burnishing wear and embedment of particles on the articular surface of the insert, scratches on the articular surface of the patella component, damage on the screw head of the insert lock screw. No additional features were noted. No evidence of deviation in processing or material was found for the retrieved item. No definitive conclusions as to the cause of these observations can be determined. The clinical/medical evaluation concluded that without the requested supporting clinical documentation, the definitive clinical root cause of the unspecified adverse event could not be determined. Of note, the device was insitu for seven years prior to the revision. Since the health status of the patient is unknown, the impact to the patient beyond that which has already reported cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this cause would be re-assessed. For the patella, the part and batch number for were not provided, thus, an evaluation of the manufacturing records, complaint history, instructions for use, risk management and prior actions review could not be performed. For the insert and the femoral assembly, a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use document for knee systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management and information for use files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details about the cause of the revision surgery were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka was performed on (B)(6) 2016, the patient underwent a revision surgery on (B)(6) 2023 due to an unspecified adverse event, where the lgn hk fem assembly sz 5 rt was exchanged. In addition, one (1) legion hk gd motion isrt 15mm sz 2-3 rt and one (1) unknown legion total knee resurfacing patellar component were explanted. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka had been performed on 09-apr-2016, the patient underwent a revision surgery on (B)(6)2023 due to an unspecified adverse event, where the lgn hk fem assembly sz 5 rt was exchanged. Patient's current health status is unknown.